Event description:
Pt had a laceration in the eyebrow. The device was used to close the wound in the plastic surgery dept of the emergency room. The wound was cleaned with alcohol prior to the closing. The sales rep had explained not to use ointment or liquid medication after applying the product. The wound was found to be open at about the 10-day follow-up check. The wound was closed again with sutures. No further info has been provided on the pt and condition. Product was not returned.